Event description:
This event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This MFR report is being submitted based on the evaluation results. It was reported to boston scientific corp, that a contour vl ureteral stent w/hydro plus was used during a stent insertion procedure. According to the complainant, during unpacking for use, they noticed that the suture that attaches to the bladder end coil had broken off. Another contour vl ureteral stent w/hydro plus was used from the same batch number and it worked fine. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A contour stent was received inside the original open tray and pouch with product label. Residue was present on the device indicating use. A visual evaluation found that the suture was not detached from the stent. The proximal 1.2 centimeters of the stent was found to be torn off. The tear was jagged in nature and appeared partially stretched. The condition of the returned unit was not consistent with the complaint incident that the suture had detached from the stent. Per the event description the issue was found prior to use. It appears that during preparation for use, the stent was most likely torn when the suture was being unwound from the stent body. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no add'l complaints reported for the same lot. (B)(4).